Manufacturer narrative:
In a review of the clinical case, the envisio system was found to confirm the reported smartclip displacement occurred during navigation. The smartclip was confirmed to have been removed from the patient as a result of its displacement during the procedure. Based on the reported information, the displacement prevented surgical navigation resulting in a second surgical resection to be required to remove intended tissue.

Event description:
It was reported that during navigation, the smartclip was displaced from the target location. The displacement of the smartclip prevented surgical navigation resulting in incomplete removal of the target tissue. A second surgical procedure was reported to be required.